Event description:
The customer reported that during use of the micro 100 sagittal saw with an unidentified saw blade manufactured by microaire in a double osteotomy first ray excision of neuroma second inter space osteotomy left foot hammertoe correction, the blade began to wobble resulting in "a piece of bone was loose". It was further reported that the procedure was deviated from a "repair" to a "required implantation of an unknown device" in order to complete the surgery. Despite the follow-up efforts, no additional information regarding the alleged surgical deviation, type of implant, or product information could be obtained. As reported, other than the alleged deviation from the intended procedure, there was no serious injury to the patient or surgical delay reported. The (B)(6) years old, female patient was discharged as per routine procedure for this type of surgery. Follow-up with the user facility revealed that post-operative visit with the involved surgeon indicated that the patient is recovering well with no long term adverse effect noted.

Manufacturer narrative:
Despite multiple attempts, requests made to the user facility to return the product for evaluation have been denied. The involved handpiece therefore, was not returned to conmed for evaluation. Without the involved device, an evaluation could not be performed to determine the root cause of the reported problem of "blade wobbling" or to verify if the alleged incident had occurred. A review of the device service history records showed this handpiece was manufactured on 18-oct-1991 with no service/repair history found since mar-2002. Follow-up with the user facility revealed the handpiece was recently repaired by an unauthorized 3rd party. It was further reported that the saw blade used in this reported incident was manufactured by microaire. No item and lot # were provided and it is not known if the involved manufacturer was notified. In this instance, the handpiece is over 23 years old with no preventative maintenance, service/repair history found since mar-2002. The instruction manual informs the user of a 12 months service interval for this device. Over extended use and without proper preventative maintenance, damage can occur to this device causing it not to function at its optimum. Based on available information, it is believed that the most probable cause of this reported incident is user facility error for not properly following the recommended preventative maintenance and the use of an unauthorized 3rd party repair and accessories/attachments. To better maintain conmed surgical handpieces and to reduce the risk of patient injury the instruction manual provides the following precautions and warnings. - prior to each use, perform and inspect all equipment for proper operation. - ensure all attachments, accessories and hoses are able to be correctly and completely attached to the handpiece. - use only conmed linvatec and hall accessories and attachments. - handle all equipment carefully. Should a handpiece or attachment be dropped or damaged in any way, return it immediately for service. - recommended care and handling of the instruments include proper day-to-day operation, cleaning, and sterilization which are extremely important to ensure safe and efficient operation. - service at conmed linvatec at the recommended service interval is mandatory to keep product warranties in effect. Any services and/or repairs done by any unauthorized repair facility may result in reduced performance of the instruments or instrument failure. Deavice not returned to manufacturer for eval.